Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer.

Event description:
This complaint is from a literature source. It was reported that the cartosegtm CT segmentation module software was assessed prospectively in 80 patients undergoing af ablationn. Among them, 1 patient aborted ablation procedure due to clot formation on the ablation sheath. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿validation of a novel cartoseg segmentation module software for contrast-enhanced CT-guided radiofrequency ablation in patients with af.¿ the purpose of this study was to evaluate the cartoseg CT segmentation module (biosense webster, inc.) In patients undergoing af ablation procedure, which offers a new CT-specific semiautomatic reconstruction of the atrial endocardium. Suspect device is a an irrigated thermocool sf ablation catheter, however, the lot number and batch numbers are unknown.